Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model#: sc-2218-50e, serial #: (B)(4), description: trial linear st lead, 50cm.

Event description:
A report was received that after a trial procedure the patient could not moved his legs. They were kind of numb and the patient was quite nauseous. The physician believed that the numbness was due to anesthesia. It was noted that the symptoms were not device related and subsided after the trial.

Manufacturer narrative:
Additional information was received that the patient had early lead pull. It was noted that the physician confirmed that the patient was doing well and will proceed for the permanent implant.

Event description:
A report was received that after a trial procedure the patient could not moved his legs. They were kind of numb and the patient was quite nauseous. The physician believed that the numbness was due to anesthesia. It was noted that the symptoms were not device related and subsided after the trial.